Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date involving an unspecified plum 360 pump where the customer reported a design flaw because when the IV bag had run dry and air gets into the line, the pump is supposed to alert them. But they have run into a lot of issues where the alert has not worked. When the bags run dry, fluid gets trapped in little areas in the cassette, and if fluid gets trapped there, the pump would not detect that there is air in the line even though there is air going through it because it still sees fluid. There was unknown patient involvement and unknown patient harm reported.